Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving multiple shocks from the implantable cardiac defibrillator. It was noted that there was a significant change in the battery longevity. Programming changes were performed. The patient was stable and discharged.

Manufacturer narrative:
The reported event of premature battery depletion could not be confirmed in the laboratory. The device was tested on the bench, and no anomalies were found.

Event description:
New information noted that the patient again received multiple inappropriate shocks due to an atrial arrhythmia with a rapid ventricular response and that the capacitor limit was reached. A capacitor maintenance was completed, no further intervention was performed. It was noted that the patient was non-compliant with their medication and that there was no allegation from the physician of any device malfunction. The patient's condition was stable throughout the event.

Event description:
New information received stated that the patient presented to the clinic for a follow up on (B)(6) 2020. Upon interrogation of the device, it was noted that the device reached elective replacement indication on (B)(6) 2019 and end of service on (B)(6) 2019. The device was previously interrogated on (B)(6) 2019 and at the time had 23% battery capacity with 1.3 year expected longevity. Due to suspected premature battery depletion, the device usage was examined. It was determined that the device had normal battery behavior. The patient had received multiple high voltage therapy on (B)(6) resulting in depletion of battery. On (B)(6) 2020, the device was successfully explanted and replaced. The patient was in stable condition following the procedure.